Manufacturer narrative:
Reference itc complaint number (B)(4) for the out of range high act result and itc complaint number (B)(4) for the lower than expected act results. The serial numbers of the associated hemochron signature elite instruments used during this case ((B)(4)) are referenced by itc complaint numbers (B)(4).

Manufacturer narrative:
This MDR follow up #1 references itc complaint number (B)(4) and provides the result of css-lsr number (B)(4)reported on 11/12/2015. Testing was performed using an adjacent lot of jact + (d5jac086) because lot d5jac085 in questin was consumed.

Event description:
Healthcare professional reported results using a hemochron signature elite microcoagulation act plus system that were out of range high in a (B)(6) male patient undergoing a cardiovascular bypass procedure. Anticoagulation with IV heparin was administered with a target act range of 440 to 520 seconds. Act results were as expected as additional heparin doses were given. In the final three hours of the 11 hour procedure, test results reported with the hemochron signature elite and act plus system were highly variable. Five out of range high results were reported, two of which were confirmed by running act plus reagent cuvettes from the same lot on a second hemochron signature elite instrument. Three act results that were lower than expected were also reported during this three hour time period. The procedure was completed successfully and no patient injury or adverse events were reported.